Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the lot number.unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number is (B)(4). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).(B)(6). The needle was used on the mayo table and this was not a case where the surgical field was directly used. No x-ray or CT scans were performed to find the needle. The doctor thinks the needle either fell off near the sponge or was already broken. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a neck procedure on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown head and neck surgery, 4-0 pds was prepared by sticking into a needle sponge, but the doctor told a nurse to use a different type of needle/suture when the nurse had prepared 4-0 pds to be used in surgery and hold the needle with the needle-holder. The doctor told the nurse to use 4-0 pds again, and when the nurse hold it with the needle holder and handed it to the doctor, the doctor pointed out that the tip of the needle was missing. The nurse checked the needle sponge that had been using, but they couldn't find it. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information:d1, d9, h3, h6. H3 investigational summary: the product received for analysis was pdp712d. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code pdp712d. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was a blunt tip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.